Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient had a bike test done where a magnet was applied to the implantable cardioverter defibrillator (ICD). The following day a stress test was performed and the patient went into a spontaneous ventricular tachycardia (vt) where the ICD appropriately detected and delivered a shock. However the shock was ineffective, and no further therapy was delivered to the patient. The patient was rescued by the clinician by resuscitation maneuvers. The patient recovered and was hospitalized. The same day several attempts to interrogate the ICD were unsuccessful despite the use of four different programmers. It was further noted that the ICD would not emit beeping tones upon magnet application. Review of the data stored in the device, found it had been working appropriately prior to the stress test. There were no notable faults stored in the device's memory. Ts discussed that the ICD and right ventricular (rv) lead should be explanted as there could be a possibility the device shocked into a shorted condition. The patient would be considered unprotected until explant. A few days later a revision procedure was performed. An x-ray was taken just before starting the procedure and did not show any abnormalities of the device or lead. During the procedure pacing with 5 volts using the chronic rv lead issued pocket stimulation. Pin connectors of the lead were visually fine. The yoke of the lead was completed surrounded with pocket tissue, making it impossible to observe the full lead. The rv lead pacing impedance was at 380 ohms and the shock impedance in unipolar was high at 135 ohms. The ICD was able to be explanted, however the rv lead remains implanted and surgically abandoned. A new ICD and rv lead were successfully implanted, and no additional adverse patient effects were reported.

Event description:
It was reported that the patient had a bike test done where a magnet was applied to the implantable cardioverter defibrillator (ICD). The following day a stress test was performed and the patient went into a spontaneous ventricular tachycardia (vt) where the ICD appropriately detected and delivered a shock. However the shock was ineffective, and no further therapy was delivered to the patient. The patient was rescued by the clinician by resuscitation maneuvers. The patient recovered and was hospitalized. The same day several attempts to interrogate the ICD were unsuccessful despite the use of four different programmers. It was further noted that the ICD would not emit beeping tones upon magnet application. Review of the data stored in the device, found it had been working appropriately prior to the stress test. There were no notable faults stored in the device's memory. Ts discussed that the ICD and right ventricular (rv) lead should be explanted as there could be a possibility the device shocked into a shorted condition. The patient would be considered unprotected until explant. A few days later a revision procedure was performed. An x-ray was taken just before starting the procedure and did not show any abnormalities of the device or lead. During the procedure pacing with 5 volts using the chronic rv lead issued pocket stimulation. Pin connectors of the lead were visually fine. The yoke of the lead was completed surrounded with pocket tissue, making it impossible to observe the full lead. The rv lead pacing impedance was at 380 ohms and the shock impedance in unipolar was high at 135 ohms. The ICD was able to be explanted, however the rv lead remains implanted and surgically abandoned. A new ICD and rv lead were successfully implanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to update the patient code to a more appropriate code than initially reported. The device has also been returned and is currently undergoing analysis. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to update the patient code to a more appropriate code than initially reported. The device has also been returned and is currently undergoing analysis. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, it was confirmed this device could not be interrogated and had no telemetry response. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that was ineffective in treating the vt. Evidence indicates the rv lead implanted with this ICD was damaged, and when this device attempted to deliver a shock through the lead a short was detected. This device operated as designed in the presence of a shorted defibrillation lead.

Event description:
It was reported that the patient had a bike test done where a magnet was applied to the implantable cardioverter defibrillator (ICD). The following day a stress test was performed and the patient went into a spontaneous ventricular tachycardia (vt) where the ICD appropriately detected and delivered a shock. However the shock was ineffective, and no further therapy was delivered to the patient. The patient was rescued by the clinician by resuscitation maneuvers. The patient recovered and was hospitalized. The same day several attempts to interrogate the ICD were unsuccessful despite the use of four different programmers. It was further noted that the ICD would not emit beeping tones upon magnet application. Review of the data stored in the device, found it had been working appropriately prior to the stress test. There were no notable faults stored in the device's memory. Ts discussed that the ICD and right ventricular (rv) lead should be explanted as there could be a possibility the device shocked into a shorted condition. The patient would be considered unprotected until explant. A few days later a revision procedure was performed. An x-ray was taken just before starting the procedure and did not show any abnormalities of the device or lead. During the procedure pacing with 5 volts using the chronic rv lead issued pocket stimulation. Pin connectors of the lead were visually fine. The yoke of the lead was completed surrounded with pocket tissue, making it impossible to observe the full lead. The rv lead pacing impedance was at 380 ohms and the shock impedance in unipolar was high at 135 ohms. The ICD was able to be explanted, however the rv lead remains implanted and surgically abandoned. A new ICD and rv lead were successfully implanted, and no additional adverse patient effects were reported.